Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found no evidence of system error 107, which was not reproduced or confirmed during evaluation. Evaluation found, however, the device was out of specification in relation to a system error 105, which was reproduced during power up and confirmed during a review of the device event history log. Evaluation found severed motor mount screws and a failed motor to be the cause. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump displayed system error 107, which was clarified during baxter's evaluation as system error 105. It was also reported there was no patient involvement.